Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed the top of the encore unit which holds the gauge was split in two. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is manufacturing related as it is probable that the encore device did not snap together at the snap press station properly and the two snaps did not align. This would cause the unit to come apart when pressure is applied. (B)(4).

Event description:
This complaint is reportable based on returned device analysis completed on (B)(6) 2010. It was reported that during a percutaneous intervention (pci) procedure the outer gauge housing cracked. An advantage 26 kit had been selected for use with an unspecified balloon. The encore 26 inflation unit from the kit was attached to the balloon and while inflating the balloon, the outer housing of the gauge "cracked" open. The procedure was completed with another of the same inflation device. There were no patient complications reported and the patient's status is ok. Returned device analysis revealed the gauge was detached.